Manufacturer narrative:
Qc results were within the established ranges prior to and after the event. Patient samples prior to the event were repeated, but no discrepancies were found. Service was not called for this event. A root cause for the event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low creatinine (cr-s) result of 0.37 mg/dl generated by unicel dxc 600 pro synchron chemistry analyzer. The result was not reported out of the laboratory because the customer noticed the result did not agree with the patient's bun (urea nitrogen) result. Repeat testing produced an amended result of 1.11 mg/dl. There was no impact to patient treatment.